Event description:
It was reported that the plaintiff was implanted with a miniarc sling on (B)(6) 2011. It was reported that the plaintiff experienced an unspecified injury and a problem with the product.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent. (B)(4).